Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a severely calcified and moderately tortuous proximal to distal left circumflex artery. After pre-dilatation with a non bsc balloon catheter the f/g,promus element plus,mr,ous 3.00x38mm attempted to cross the lesion however was unable to cross. The device was removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure stent damage occurred. The 99% stenosed lesion was located in a severely calcified and moderately tortuous proximal to distal left circumflex artery. After pre-dilatation with a non bsc balloon catheter the f/g,promus element plus,mr,ous 3.00x38mm attempted to cross the lesion however was unable to cross. The device was removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed proximal stent damage. A strut on the first row on the proximal end of the stent was raised up. No issues were noted with the profiles of the balloon and the tip of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).